Event description:
The provider states, the spacer on the front rigging, which is composite, keeps breaking and he has to purchase a kit from tag to repair the issue. He states, this is a common occurence due to the spacer on the front rigging breaking at this point. The provider states, the riggings reside in a facility and are used indoor as well as outdoor. This is all the information he had 7857hf.